Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and white/black/brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -one sharp edge opening in the side posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Physician reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture. Device has been explanted.